Event description:
It was reported that the insulin pump is freezing. Customer tried removing and reinserting the battery, the insulin pump is not responding. The current blood glucose reading is 143 mg/dl. The customer monitored the time display. The minutes do not change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.